Event description:
It was reported that this right atrial (ra) lead was explanted due to failure to capture. The physician noted tissue in the helix. This lead was successfully replaced with a new lead. This device is not expected to return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
There is also a correction to field b2 outcomes attributable to adverse event, as well as updated coding in h6 evaluation method, results and conclusions.

Event description:
It was reported that this right atrial (ra) lead was explanted due to failure to capture. The physician noted tissue in the helix. This lead was successfully replaced with a new lead. This device is not expected to return for analysis. No additional adverse patient effects were reported. Information was later received that the lead had been dislodged and that the physician had experienced helix retraction issues.

Manufacturer narrative:
This report contains additional h6 device coding and an updated event description based on new information. There is also a correction to field b2 outcomes attributable to adverse event.

Event description:
It was reported that this right atrial (ra) lead was explanted due to failure to capture. The physician noted tissue in the helix. This lead was successfully replaced with a new lead. This device is not expected to return for analysis. No additional adverse patient effects were reported. Information was later received that the lead had been dislodged and that the physician had experienced helix retraction issues.